Manufacturer narrative:
Findings: reliability analysis complaint against serter customer return both needles separated from sensors.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was unknown at the time of the call. The customer stated that the sensor was still stuck on the pedestal. The sensor may have been damaged or bent. The customer was sent a replacement sensor.